Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm when the asymptomatic patient presented at the clinic during follow-up. Programming changes were recommended.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on (B)(6) 2016. Programming changes were made and further testing was recommended. The patient was stable after the event.